Event description:
A customer reported that their insulin pump declared an alarm 20 during pumping. There was no specific information given on whether the issue impacted the customer's blood glucose level, as they declined to answer if it exceeded 500 mg/dl. It was noted that the customer was unable to resume insulin therapy as the cartridge alarm recurred despite following proper loading techniques. Tandem technical support assisted the customer by advising on loading procedures and arranged for a replacement pump. Meanwhile, the customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy and agreed to return the problematic pump using a pre-paid shipping label.